Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis lucera elite bronchovideoscope displayed a poor image with red/green dots and the image became invisible. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issue was confirmed. It is likely the glue at image sensor unit was peeled off at the distal end. The image sensor unit cable may have been fractured and the signal wire broken. Accordingly, the output of the wire was not worked properly which led to the suggested event. However, the root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. According to the methods for procedure in line with the IFU, we have confirmed that the inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combination functions with related equipment". Olympus will continue to monitor the field performance of this device.